Event description:
It was reported that the patient experienced a surgical procedure to revise an inflatable penile prosthesis(ipp) reservoir due to a small leak at the connector in the reservoir. A patient outcome of okay was reported.